Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share log was performed and a new sensor alert during a sensor session was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.